Event description:
It was reported that the customer mentioned about bacteriuria, catheter blockage, and leakage when they were asked about the complications while using the bard 2-way straight tipped hydrogel coated (latex) prostatic catheter. When the customer was asked if the product(s) performed as intended and resulted in the successful clinical outcome of drainage and/or collection and/or measurement of urine, they stated no because of ¿non-anchoring of the catheter". Also when the customer was asked whether the product performed as intended and resulted in the clinical outcome of successful urinary drainage from the bladder in the last month, they stated no because of ¿leakage of the catheter¿.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer mentioned about bacteriuria, catheter blockage, and leakage when they were asked about the complications while using the bard 2-way straight tipped hydrogel coated (latex) prostatic catheter. When the customer was asked if the product(s) performed as intended and resulted in the successful clinical outcome of drainage and/or collection and/or measurement of urine, they stated no because of ¿non-anchoring of the catheter". Also when the customer was asked whether the product performed as intended and resulted in the clinical outcome of successful urinary drainage from the bladder in the last month, they stated no because of ¿leakage of the catheter¿. Per additional information received on 20apr2022, it was stated that the survey respondent mentioned about accidental removal when asked of complications experienced while using 2-way straight tipped hydrogel coated (latex) prostatic catheter.